Event description:
Cardinal health recalled contaminated alcohol wipes with instructions issued to its customers on (B)(6) 2026 to notify their customers to whom the product had been provided. (B)(4) had supplied me with these wipes for IV infusions. However, (B)(4) never notified me that the wipes had been recalled, so I kept using them, at risk to my health, for 2 weeks after the recall. I learned elsewhere of the recall. When I questioned (B)(4) about it, I was given a series of shifting justifications. First, he said he had not been in touch with me since the recall. This was false; also, I pointed out that he had my contact info and had an affirmative duty to reach out to notify me even if we had not been in touch. Then I was told that I was provided wipes that had been on their shelves already before the recall, so they must be ok. He seemed to not understand that the very nature of a recall is to call back products that were already out there before the recall. Finally, the pharmacy tech said he would have to check to see why I was not notified. He also said I probably didn't get the bad lots, so my wipes were probably ok to keep using. He did not instruct me to stop using them or offer to check the lot numbers. He called me back says later and left a message telling me that (B)(4) had no responsibility to notify me that the wipes they supplied me with directly had been recalled and this was the responsibility of the manufacturer, cardinal health. This directly contradicts the information on cardinal health's website. Only at this point, weeks after the recall, and after I had brought this to his attention, did he finally offer to check the lot numbers. By this point, I had checked myself. (B)(4) had given me 4 boxes of contaminated wipes. I did speak with him a few days later and asked him how cardinal was supposed to notify me when they had no way of knowing that their customer, (B)(4), had provided me with these wipes, and how would they have my contact information or even know I ever used them. He said it is a nationwide recall. And then he blamed me for not calling him back, even though that was long after the fact, and long after I had learned of the recall elsewhere and checked the lot numbers myself. Https://www.FDA.gov/safety/recalls-market-withdrawals-safety-alerts/cardinal-health-issues -voluntary-nationwide-recall-webcoltm-large-alcohol-prep-pad. Pt code: 4582. Device code: 1120. Ref reports: mw5186272, mw5186273, mw5186274.